Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported still being in the hospital after their procedure. They found that the patient might have twisted intestines and might need surgery. Any environmental/external/patient factors that may have led or contributed to the issue are unknown at this time. It is unknown at this time if the device/therapy caused or contributed to the event. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.